Event description:
It was reported that a leak occurred in the fusion oxygenator device during use. The leak was located at the bottom of the oxygenator and originated from a component of the device. As a result of the leak, patient blood loss occurred. An unplanned blood transfusion was not required because of the blood loss from the leak.plasma breakthrough did not occur. The same leak did not appear in multiple packs.the use of the device was not continued, and it was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4 (expiration date): field was updated to 2026-03-29. Correction h4 (device mfg date): field was updated to 2024-03-29 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the priming solution was made up of 10,000 units of heparin, 100ml of 25% albumin (25g), 50ml of mannitol (12.5 g) and 500mg of tranexamic acid (txa) (20 ml). The following drugs were used during cardiopulmonary bypass (cpb), 50ml of 25% albumin (12.5 g) and 1000ml of del nido cardioplegia. Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. The reason for return was visually confirmed by the evidence of blood staining on the top and bottom of the fiber bundle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.